Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow-up report will be submitted.

Event description:
It was reported that there are inaccurate values being displayed compared to blood analysis measurements. There is no report of any patient impact or consequence as a result of the issue.